Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead insulation was broken and separated completely while removing during a device change out. Additional information indicated that the conductor was exposed. This ra lead was surgically abandoned. No adverse patient effects were reported.